Event description:
The left front caster fell off when pt was sitting in the shower chair. The carer locked the brakes on the casters and when the brakes were unlocked again the chair tilted forward. The carer noticed that the left front caster had fallen off and was laying on the floor. No injury was reported.